Manufacturer narrative:
The device was received, visually inspected and tested for the reported complaint. It was found that the blade to the device was fully intact. And the device passed all mechanical testing. The reported complaint could not be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that the blade was missing in the device. The doctor discovered this during the procedure as the device was making a strange noise. She depressed the foot pedal multiple times to check for the blade outside of the patient but it was not found. Attempts to gather additional information have been unsuccessful at this time.